Manufacturer narrative:
An abbott field service representative (fse) was dispatched. A thorough inspection of the analyzer found crystals under the washzone manifold and that the washzone probe was slightly clogged. The fse replaced the washzone probe and cleaned the crystals from the washzone manifold and the area beneath the manifold. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results documented following fse intervention. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that a false positive architect total b-hcg result of 98.46 miu/ml was questioned by a physician. A new sample was drawn and the architect total b-hcg result was negative at <1.2 miu/ml. The first sample was then retested and the architect total b-hcg result was negative at <1.2 miu/ml. No adverse impact to patient management was reported.